Event description:
The driveshaft of the diamondback coronary orbital atherectomy device fractured at the proximal side of the crown following approximately eight treatment passes in the right coronary artery via femoral approach. The vessel was moderately tortuous, and the lesion was severely calcified. The fracture occurred during a distal-to-proximal treatment. The crown was retrieved on the tip of the viperwire. The procedure was completed with angioplasty and stent placement. The patient was discharged the following day in good condition.

Manufacturer narrative:
Device analysis conclusion: an oad fragment was returned engaged on the guidewire. The remainder of the oad was not returned. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of this reported complaint remains undetermined. It should be noted that the diamondback 360 coronary orbital atherectomy system instructions for use manual warns: performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage or device failure requiring retrieval. And never use force to advance the spinning crown as vessel perforation may occur. If any resistance to crown travel is felt, reposition the crown away from the lesion, immediately stop treatment, and use fluoroscopy to assess the vessel for any complications. The device history record for the reported oad could not be reviewed as the lot number was not provided, and only part of the device was returned. If the lot number is provided, a DHR review will be performed. Csi ID: (B)(4).